Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. No damage on keypad traces noted during testing. No blank screen, frozen screen, display anomaly, constant tone or unexpected audio/beep anomaly noted during the testing. The insulin pump was unable to verify for time clock anomaly due to no button response. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 323 mg/dl at the time of incident. The customer's blood glucose was 439 mg/dl at the end of the call. The customer stated that the high blood glucose was treated by juice. The customer also reported blank display and buttons were not responsive. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.